Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method successfully placed in the stomach during a percutaneous endoscopic gastrostomy insertion (peg) insertion procedure performed on (B)(6) 2026. On (B)(6) 2026, post procedure, the peg tube was dislodged from the stomach. The device came out altogether and was found on the bed. Following this event, the patient developed a fever. It was reported that the patient presented with septic shock and distended abdomen. Abdominal scan was performed which confirmed free fluid around the abdomen, surgeon took the patients to theatre for laparotomy. Unfortunately, by the time the nursing staff and physicians identified the underlying cause, the condition had already progressed beyond recovery. Surgical interventions were attempted to wash out the abdomen, but unfortunately, these measures were unsuccessful. On (B)(6) 2026, changing of the peg tube was done in radiology. On (B)(6) 2026, the patient passed away.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a051201 captures the reportable event of feeding tube dislodged or dislocated. Imdrf patient code e230101 captures the reportable event of fever. Imdrf patient code e233605 captures the reportable event of septic shock. Imdrf patient code e2402 captures the reportable event of distended abdomen. Imdrf impact code f02 captures the reportable event of death. Imdrf impact code f19 captures the reportable event of required surgical intervention. Imdrf impact code f2203 captures the reportable event of imaging required.